Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded to wall of the inferior vena cava (ivc) and cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information received per the medical records indicates that the patient suffered from deep vein thrombosis prior to the filter implantation and had a myomectomy approximately a week prior to implantation. The filter was successfully deployed during the index procedure. The patient also had a thrombectomy during the index procedure to remove an extensive thrombus in the proximal left femoral and iliac veins extending into the lower ivc. The product was not returned for analysis and the sterile lot number provided is not a valid lot number; therefore, no device analysis nor device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation procedure record notes implantation of the filter on or about february 23, 2009; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. This report is a follow up report to MFR number 9616099-2016-00379 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded to wall of the inferior vena cava (ivc) and cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information received per the medical records indicates that the patient suffered from deep vein thrombosis prior to the filter implantation and had a myomectomy approximately a week prior to implantation. The filter was successfully deployed during the index procedure. The patient also had a thrombectomy during the index procedure to remove an extensive thrombus in the proximal left femoral and iliac veins extending into the lower ivc.